Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. A revision procedure was performed wherein the physician attempted to reposition the lead but there was tissue entwined in the helix. As result, the lead was extracted and replaced with an alternate.